Manufacturer narrative:
A f/u report will be sent at completion of investigation.

Event description:
It was reported that an angio-seal was selected for use. Upon deployment of the angio-seal, the suture broke as the deployer was pulling back on the device to tighten the suture. There was not an unusual amount of pressure during pullback and everything was normal until the suture broke. The tech held pressure since the device failed and a hematoma formed. The pt was discharged the next day. Two days later, the pt had a large hematoma and had to be injected with thrombin. Manual compression was applied for fifty-five minutes. The pt has recovered and has been discharged.